Event description:
It has been reported to philips that, system won't starting up properly - stuck on the start-up screen. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system won't starting up properly - stuck on the start-up screen. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber card in the flex vision pc failed. The fse replaced the flex vision pc and reloaded the software. After replacement of the flex vision pc and reloaded the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.